Event description:
Event description guidant received information that the family of the patient with this pacemaker, which was explanted and replaced with a competitor's product, believes the device depleted four years earlier than it should have. The patient's husband stated that he was told the device would last eight years and it needed to be replaced in less than four years. He questioned what could be done to rectify the situation and threatened legal action. This device was part of the insignia microcrystal failure mode 2 advisory population.